Event description:
Philips received a complaint by bench repair on the v60 indicating that while servicing the device and performing performance verification testing, it was identified that the touchscreen malfunctioned. It was reported there was no patient involvement at the time the issue was discovered. Bench repair replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.